Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the batch manufacturing records indicates (B)(4) ten packs were manufactured and accepted into final stock on 29 november, 2016 with no reported discrepancies. Based on the device identification the complaint database was reviewed for similar reported events regarding packaging damage. Lot ID mlx120, 0973d034 & 946kx. There has been no other event for the lot referenced. Lot mlx120 is made up of powder lot 0973d034 and liquid lot 946kx which were also reviewed and no discrepancies noted.

Event description:
Bone cement tobra arrived via fed ex from stryker damaged 6197-9-010 x 2 boxes.

Manufacturer narrative:
An event regarding packaging damage involving simplex bone cement was reported. The event was confirmed through photographs. Method & results: -device evaluation and results: no product was returned for analysis however, five photographs were provided for review. The photographs show the shipper box torn along the top edge of the shipper box. There are also photographs showing two(2) ten pack of simplex bone cement. One of the unit cartons has staining on the front and side of the unit carton. This indicates that an ampoule was broken at some time and leaked onto the unit carton. The second unit carton shows damage to the end of unit carton. -medical records received and evaluation: not performed as there was no patient involvement. Conclusion: the attached photographs shows damage to the shipper box and unit carton of the simplex bone cement. Based on the information provided by the customer, there was an odour coming from the packaging. This indicates that an ampoule was broken at the time or shortly before the product was received by the customer. This would also account for the staining on the unit carton. The liquid from the ampoule has a very strong odour and lasts a short period of time as the liquid evaporates when exposed to the atmosphere. Based on the information provided, it appears that this product was damaged due to inappropriate handling during distribution/transportation. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Bone cement tobra arrived via (B)(6) from stryker damaged 6197-9-010 x 2 boxes.